Event description:
After drawing blood with a butterfly and a 20cc syringe, ER clinician connected a device transfer tube connector and was placing the tubes when the 20cc syringe broke at the hub of the syringe, blood splattered. Clinician was splashed with blood to the eye and face.